Manufacturer narrative:
S/w ver 4.11d. Retainer = missing. The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label faded, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.